Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received reported that the device and lead were later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service. Additional information received reported that the shock impedance measurements increased to greater than 150 ohms. The integrity of the system was checked by delivering a 41 joule commanded shock. Then a code 1005 was observed, indicating an open circuit condition was detected during shock delivery. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the device and lead were later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that the shock impedance measurements increased to greater than 150 ohms. The integrity of the system was checked by delivering a 41 joule commanded shock. Then a code 1005 was observed, indicating an open circuit condition was detected during shock delivery. No additional adverse patient effects were reported. The device remains in service.